Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with heartmate ii lvad on (B)(6) 2011. Due to a declining right ventricle function, the patient received an rvad implant on (B)(6) 2011 for right heart support. On (B)(6) 2011, the rvad was explanted due to recovery. No further information was reported.

Manufacturer narrative:
Section b2, d2, d4 (model number and UDI), and h8: correction. Section d4 (expiration date) and h4: additional information. No further information was provided. The manufacturer is closing the file on this event.